Event description:
It was reported that the patient had a progressive number of open and short circuit electrodes over five months post implant surgery. The results of an integrity test in 2007 were consistent with a normal receiver/stimulator with multiple non-functioning electrodes. Cochlear recommended explant/reimplant surgery.